Event description:
Lining of the tampon that was stuck inside of my body [foreign body in reproductive tract]. Darker discharge - vagina [vaginal discharge]. (Darker discharge) and smell - vagina [vaginal odour]. Case narrative: consumer reported via rr that the tampon lining was stuck inside of her body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.